Event description:
It was reported that the patient went to the emergency room (ER) sometime in (B)(6) where a physician drained a fluid site at his right ear location. He was given antibiotics and the site had healed well by the time he was seen on (B)(6) 2014. Refer to manufacturing report #3004209178-2014-01346 as the patient¿s previous device was removed due to an infection.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va0l5dp, implanted: 2014 (B)(6); product type lead. (B)(4).